Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2013. According to the complainant, when the physician attempted to deploy the band, the band did not deploy, until they released the suction from the varix. No damage was noted to the device, and the handle turned properly. The patient was not being treated for a bleed. The procedure was not completed, due to this event. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.